Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic / pain") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure was performed well diagnostic results: on an unspecified date she underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs+mr received,patient demographics added,lab reporter added, events added are as follows-abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic / pain") and scar ("scar tisue") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos and depo provera. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In june 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and scar (seriousness criterion medically significant). In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), back pain ("back pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a partial hysterectomy) and surgery (surgery). Essure (ess205) was removed in december 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, scar, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, scar and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure was performed well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2007: total bilateral occlusion on an unspecified date she underwent essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events anxiety, depression, dysmenorrhea, dyspareunia, scar tissue & back pain was added. Historical & concomitant conditions, product, reporter & patient information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.